Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient has a live-in caregiver who found the patient unresponsive on the floor. The caregiver administered glucose tablets to the patient, and he regained consciousness. Although requested by technical support, the patient declined to provide additional event information. The patient was called by medical safety to obtain additional information; however, the patient could not be contacted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.